Event description:
This was a cardiac lead extraction performed in the ep lab to remove a total of 3 leads (rv-sjm 1580; lv-sjm 1056t; ra - unknown model, capped) due to an eroded riata (1580) coil. The md prepped the rv lead with a lld-ez and began lasing with a 16f sls ii. While lasing significant adhesions were encountered. After lasing just past the lead coil, the riata "popped free" from the vessel wall and the patient's pressure dropped significantly. A code was called, CPR started, CT surgeon paged, and an emergent pericardiocentesis performed. The patient stabilized and a pericardial drain was placed. There were no devices retained for return analysis, as they were disposed of by the hospital staff. Md stated "the laser was not to blame, it was the riata lead that was eroded and grown into the vessel wall."